Event description:
The customer's husband reported via phone call that the customer experienced unexplained high blood glucose. The customer's blood glucose reached 600 mg/dl. Customer treated their blood glucose with a 25 units of insulin. The husband was treating the customer's blood glucose with the insulin pump and manual injections. It was also found the customer was vomiting from their high blood glucose. Troubleshooting found there was discoloration in the customer's tubing. It was also found the insulin pump passed a high pressure test during troubleshooting. Customer's settings on the insulin pump were also accurate. Customer was advised to change out their entire infusion set, reservoir, and insulin. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.